Event description:
Fluid on the screen of insulin pump from leaking syringe. Blood glucose level 219.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the customer tested in the morning, but only got an e-1 error on the aviva system. Reporter stated that she took a nap, didn't awake, and again only e-1 was produced on the aviva system when the customer was tested. Reporter stated that she treated the customer with juice and she became responsive. No other actions were reported taken or treatment received. Reporter also mentioned that the cap on the strip vial had been left open for a period of time. A request was made for the return of the suspect device.